Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, sample leaked from the rubber sleeve of 65 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information d.9 device available for evaluation: yes h.3 device eval by manufacturer? Yes d9 returned to manufacturer on 11-may-2026 bd received 40 samples for investigation. Ten of the returned samples were randomly selected and subjected to functional tests to assess the device's performance. All samples passed testing, exhibiting no evidence of side-pierced sleeves, poor sleeve recovery, or sleeve leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, sample leaked from the rubber sleeve of 65 devices. No adverse impact was reported regarding the patient or user.